Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right atrial lead (ra) had high capture threshold and was sensing the wrong chamber. A chest x-ray was completed to reveal the lead was dislodged. Therefore, the ra lead was capped and replaced on (B)(6) 2021. The patient was stable.